Event description:
The customer reported that while in pt use, the ventilator monitor vt was reading less than 40% from set vt and the peep was reading 3 below set peep. Pt was on simv with a rate of 10 ps of 10, vt 500 35%. A low pit display was noted with audible alarm present. The pt was removed from the ventilator and placed on another ventilator, no pt harm.

Manufacturer narrative:
(B)(4). The carefusion field svc tech evaluated the ventilator and calibrated the exhalation flow transducer to fix the reported issue. The vte now reading within the 20% requirement. Ventilator operates according to specifications.